Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient has his PICC line in coming up to 3 years. The home health nurse is concerned of the integrity of the external tube and "wing" starting to deteriorate. The patient had a recent cxr and showed that the tip is in caj. The line is patent, with good blood return and flushing freely. No leakage noted to the external part of the PICC. Looks like the wing part have the orange tinge color. No other information was provided.

Event description:
It was reported patient has his PICC line in coming up to 3 years. The home health nurse is concerned of the integrity of the external tube and ¿wing¿ starting to deteriorate. The patient had a recent cxr and showed that the tip is in caj. The line is patent, with good blood return and flushing freely. No leakage noted to the external part of the PICC. Looks like the wing part have the orange tinge color. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is inconclusive due to the state of the returned sample. One photograph of a single lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed that the catheter was worn and discolored, but no damage or deterioration of the catheter material itself could be seen in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.